Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center reporting that she kept getting "air infusions" while on the homechoice machine during unknown step. The tsr asked the home patient (hp) how she knew it was air, and the hp stated that it would hurt on her right side under her ribcage. The tsr verified with the hp that she checks the patient line before connecting. The tsr then explained that unless there was a leak in the patient line, there should be no air going into the hp if the hp verified there was no air in the line before connecting. The hp revealed that the pain would wake her up. The tsr recommended hp to call baxter as soon as she feels that pain if it happened again and to notify the nurse about this incident. The hp confirmed that the patient line was fully primed by then and there was no air in it. The hp understood the explanations and was ready to begin the therapy. During a follow up phone call with the hp regarding the air infusions and pain under the rib cage, it was revealed that the issue was resolved. The hp explained that she was having pain under her rib cage and at the exit site. The exit site pain was resolved after the surgeon performed a catheter revision. The hp stated that the source of the pain under her rib cage (cause unknown) was finally resolved when she took some "gas x" pills. The hp added that the nurses had performed tests and found no infection. Upon follow-up with the nurse, the nurse was not aware of the hp's symptoms or air infusions. Per nurse, the hp was seen in the clinic on (B)(6) 2010, and was doing fine and continuing therapy without any issues. The nurse also confirmed that hp did not report any defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of pain on the home patient's right side under her ribcage and at her catheter exit site. Product was not returned; so, complaint cannot be confirmed in the lab. A batch review was performed on the associated lot ( h10c30025 ) with no issues noted. From a follow up call by product surveillance, the patient stated that the pain under her ribcage was alleviated by taking over the counter gas pills and the pain at her exit site was alleviated by a catheter revision. Based on information obtained during baxter's investigation, the cause of the patient reaction was determined to be due to the patient's medical condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.